Event description:
It was reported that the customer received a no delivery alarm and only a partial display on his or her insulin pump. The blood glucose was unknown at the time of reporting. The no delivery alarm was resolved with an infusion set change. The customer was advised that the devise would need to be replaced. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No missing segments were noted and reservoir icon functions properly. The device had cracked reservoir tube lip and minor scratches on display window, which were noted during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.